Event description:
It was reported to covidien in 2009, that a customer had an issue with a sequential compression device (scd). The customer stated: in use, compartment syndrome occurred. The scd size was s. When the pt was in dorsosacral position, and used levitator, the incident occurred. Pt condition is ok. No other additional info was available.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.